Event description:
It was reported that during a peripheral stenting treatment procedure involving the right superficial femoral artery, the sentinol nitinol biliary stent delivery device locked onto the guidewire after the stent was deployed. The physician deployed the stent, and when the delivery device was withdrawn, it locked onto the guidewire. The guidewire and the delivery device were removed together from the pt. It was necessary to insert a different guidewire to continue the case. No pt complications were reported. Current pt status is reported as 'fine'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.